Event description:
A 51 year old male with cardiomyopathy was supported with an impella device via right axillary/subclavian arterial surgical access. On review of alarm history, a brief ¿impella stopped¿ alarm was noted at 11:14:57 on (B)(6) 2026 and self resolved at 11:14:59. Based on the available information, the transient ¿impella stopped¿ event resolved without clinical sequelae, patient harm, or device malfunction identified. The event occurred while the patient was ambulating and did not recur after restart. The complaint is assessed as no device involvement, with further assessment pending review of returned product and downloaded data, if available. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption due to the temporary pump stop. Additional information received on 14apr2026 customer performed routine purge cassette change. Unable to advance past step 4, insert purge disc until click in place, purge disc not detected. 3x purge cassettes attempted before calling local on-call line. Video conference confirmed purge disc fully seated, aic not detecting purge disc. Recommended urgent controller exchange to back up aic. Customer performed successful controller exchange with restoration of purge flow and normalization of purge pressures. Advised customer staff to tag affected aic and ¿needs service- not for patient use.¿ additional information received on 4/26/2026, additional information received on 26 apr 2026 indicated separation of the sterile sleeve from the distal end of the catheter. The area was reportedly cleaned with chlorhexidine gluconate and covered with a tegaderm dressing.

Manufacturer narrative:
B5 revised.

Manufacturer narrative:
A5 ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Event description:
Updated clinical narrative: a 51-year-old male with cardiomyopathy, presenting in cardiogenic shock consistent with scai shock stage d, was supported with an impella device via right axillary/subclavian surgical arterial access. Review of the alarm history identified a transient ¿impella stopped¿ alarm at 11:14:57 on (B)(6) 2026, which resolved at 11:14:59. The patient was ambulating at the time of the alarm and did not register the event. At evaluation, motor current, pump parameters, and purge parameters were within normal limits, and no purge or defective impella alarms were noted. The pump was able to be restarted, and the treating physician was made aware and discussed appropriate troubleshooting actions. The patient¿s acts were reported to be between 160 and 180 seconds around the time of the pump stop. Later that day, during a routine purge cassette change, the customer was unable to advance past step 4 due to failure of the purge disc to be detected. Three purge cassettes were attempted without success. After contacting the local on call line, video review confirmed the purge disc was fully seated; however, the aic failed to detect the purge disc, suggesting a potential issue with the purge disc sensor area. An urgent controller exchange was recommended and performed, resulting in restoration of purge flow and normalization of purge pressures. The reported event involved a brief, self resolving pump stop during patient ambulation and a subsequent purge disc detection issue attributed to the aic purge subsystem. The issue was managed through controller exchange with successful restoration of normal purge function. No patient injury, clinical deterioration, or device related harm was reported, and the device was not removed due to the failure mode. The event represents a device performance issue with no involvement in patient harm at the time of reporting. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption due to the temporary pump stop.